Event description:
The following has been reported: biomed reported: (B)(6). Initial observations / reported issue(s). Staff reporting: service needed. Visual inspection of lvp - passed. Wipe surface of lvp with 70% ipa - completed. Functional check of lvp - passed. Ran functional check on primary - 250ml/hr with a volume of 25ml - passed with no issues. Ran functional check on secondary - 250ml/hr with a volume of 25ml - passed with no issues. Upstream occlusion - passed. Downstream occlusion - passed. After triage observations: lvp is fully functional and not alarming with any issues\ but this is the 3rd time the pump was turned into us. Sending to repair depot. Received at depot. Ran bench test could not duplicate wait for log review. Logs reviewed at mayo clinic repair depot. Preliminary investigation: active_valve_motor_failure. Pump needs to be opened and replace lip seals and cleaned. Bad loading pins. Replace upper loading pins. Replace lower loading pin left. Replace lower loading pin right. Replaced lip seals. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing - final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 06:30 06/13/2026. Pulled from heratherm @ 18:30 06/13/2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service. Provisioned pump. Software update complete. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.